Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper and lower cases, ring cover and both bail covers and the battery drawer were broken, that the battery release was contaminated, one case screw was missing, the battery contacts were compressed and the keyboard scratched. (B)(4).